Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient developed a hematoma in the groin, retroperitoneum, and the anterior abdominal wall. A computerized tomography (CT) scan was performed and an abnormal pseudoaneurysm in right femoral vessel was observed with acute blood loss. Surgical intervention including administering of medication was performed as a right groin exploration with repair of right superficial femoral artery and vein took place. Additionally, after the procedure the patient developed a right hemiparesis and was mute. A CT scan of the head initially revealed no acute intracranial abnormalities. A CT scan of the head three days later revealed findings compatible with an area of acute to subacute infarction. Medication was administered as a response. The patient was diagnosed with a cerebrovascular accident and later a stroke. The patient is a participant in the cryo atrial fibrillation (af) global registry clinical study. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was treated using pulsed lavage, antibiotic irrigation, and additional medications. The patient developed dysphagia following the procedure. The patient was transitioned to comfort care and later discharged to home hospice; they passed away with 'cerebrovascular accident' documented as the immediate cause of death. No autopsy was performed.